Manufacturer narrative:
Investigation summary: ppae: (thrombosis): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. (Hematuria & pain): the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1983793. Device history batch: subcomponent lot: n/a. Device history review: this pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the patient experienced right arm pain, caused by a thrombus, and pink-tinged urine.